Event description:
The incident involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The reporter stated that the clave additive port was found damaged, causing drug leakage. The event was noted during infusion. Drug name was unknown. There was no drug exposure to patient or healthcare provider. Spill was cleaned per facility protocol. The set was replaced, and therapy resumed without problem. There was patient involvement and there was no patient harm in the event.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: telephone extension (B)(6).

Manufacturer narrative:
Device received for evaluation 20-oct-2023. Received one (1) used 142730490 plum 150 ml burette set for inspection. As received the clave was observed to be partially broken from the upper lid of the burette. There were beach marks observed and the shape of the deformation was angled where one side is higher than the other. The reported complaint of the broken clave from the upper lid and subsequent leakage can be confirmed. The probable cause of the broken clave is due to an unintentional bending force during use. A lot history review could not be conducted because no lot number(s) was/were identified.